Event description:
As reported: "subject: 200-003 infinity¿ with adaptis¿ total ankle replacement follow-up (itar2). (B)(6) 2021: intra-operative fracture (r lateral distal tibial fx). After making tibial cut, a fracture was noted in r lat distal tibia-non-displaced. No additional procedures or fixation was needed. Components were stable, ankle was stable at end of procedure.".

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.